Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing low blood glucose of 42 mg/dl. Customer stated low was due to her not eating enough and declined troubleshooting as it was isolated incident. No further information reported.